Manufacturer narrative:
The complaint of a feeding tube break is confirmed. The break site is located between the 4 and 5 cm marker. The internal bolster was received deflated. A tear/slit in the internal balloon was observed upon gross and microscopic examinations. The device had been in place for approximately 119 days prior to the complaint incident. At this time the mechanism of damage is undetermined. The device products instructions for use (IFU) warns the user to confirm that the internal bolster has deflated and is free floating within the fibrous tract prior to attempting removal. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. The product instructions for use (IFU) provides a narrative and illustrative description for removal of the fast trac device. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
A break in the catheter during traction removal. The indwelling period was 119 days. The doctor removed the device percutaneously after deflating the internal bolster.